Manufacturer narrative:
Manufacturer ref# (B)(4). Product code: nin. Summary of investigational findings: despite several attempts additional information as to the reason for this complaint could not be obtained and the formula device was not returned. However, angiograms provided found that the stent had slipped off of the balloon during deployment, as the balloon inflated from proximal to distal, instead of beginning at the ends and therefore, this is considered the reason for the complaint. In the cine images submitted for review a patient has a severe aortic coarctation that was addressed with angioplasty and attempted stent placement. During the attempted deployment of a 7 x 12 mm formula 414 rx balloon expandable stent across the area of residual severe stenosis, the stent slipped off of the balloon only partially deployed. Although this incident was apparent during the attempted deployment on the stent, it appears the operator continued to inflate the balloon only worsening the situation by resulting in the stent sliding above the level of the coarctation. Now with the end of the stent flared, and located above the level of the stenosis, there was very little chance of moving the stent below the level of stenosis. The solution the operators came up with was to extend the stent caudally by deploying a second stent locking the migrated stent in place and then angioplastied both of them to profile. This unfortunately resulted in covering the origin of the left subclavian artery and partially extending into the origin of the left carotid artery. The first stent did not deploy appropriately and is the direct cause of this complication. The stent is not designed to slip off of the balloon during deployment. As no description of the actual inflation of the balloon was submitted, presumingly this was performed using an insufflation device, as is standard of care. Closely reviewing the cine images, it is apparent the end of the stent closest to the operator began to flare with the inflation of the balloon. The balloon only inflated from proximal to distal, instead of the typical both ends first and then across the middle. This abnormal pattern of inflation caused the stent to "watermelon seed" off of the end of the stent. Although the stent did not perform as appropriate and is evident on the cine images there were several opportunities to potentially mitigate the collateral damage from this event. One way to decrease this risk is by only partially extending the stent out of the sheath/guide catheter while deployment is initiated. This allows the distal end of the stent to be flared above the stenosis then retracting the sheath to flare the proximal end of the stent, locking the stent across the stenosis. This technique has been the described in the treatment of this patient's exact pathology due to the risk of stent migration. Furthermore, even if this preemptive maneuver was not undertaken, as the balloon was being inflated and it was evident the stent was not deploying as appropriate, instead of continuing to inflate the balloon, the operator should have stopped and attempted to deflate the balloon which holding the stent in place with the guiding catheter. The balloon could have been advanced more centrally and used to flare the distal end of the stent, again, locking it across the severe stenosis. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events.

Event description:
Despite several attempts, additional information as to the reason for this complaint could not be obtained and the formula device was not returned. However, angiograms provided found that the stent had slipped off of the balloon during deployment, as the balloon inflated from proximal to distal, instead of beginning at the ends and therefore, this is considered the reason for the complaint.